Manufacturer narrative:
The exposed portion of the soft cannula was found to be kinked. Fluid was able to successfully pass through the fluid path, and no leakages were observed. No timeouts or drive stalls were generated in the data. It could not be determined when and how the kink occurred or if it contributed to the pod failing to deliver insulin. No other damages or defects were found with the device and the cause of the event could not be conclusively determined.

Event description:
It was reported the patients blood glucose level rose over 300 mg/dl while wearing the pod between 4 and 24 hours. As treatment, a new pod was applied.